Event description:
It was reported that customer alleged pump bolus calculation was incorrect after noticing an issue before delivery confirmation, which was associated with blood glucose reading of 40 mg/dl. There was no reported assistance required from emergency services or other third parties, and customer received guidance from nurse over phone and was not impaired by symptoms. Customer consumed carbohydrates and juice to address low blood glucose, and technical support educated customer on correction bolus calculations with insulin on board; customer ultimately acknowledged that pump calculations were correct and that pump was functioning as intended.